Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11. Corrected data: d5,e1 (name, telephone, email).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
The fse who found the issue replaced cable dc/ac inverter and display w/ rtv bead sea. The unit has been cleared for rent. The removed cable dc/ac inverter and display with /rtv bead seal were returned to failure analysis and testing fore evaluation. The failure analysis and testing dept. Performed a visual inspection of all parts and observed that the cable dc/ac inverter had a damaged connector. Due to this damage the cable will not be investigated any further by the failure analysis and testing dept. The display with /rtv bead seal was visually inspected and although the display was in fair condition, the age of the display made it so the display would not connect correctly to the cs300 test fixture. The failure analysis and testing dept. Cannot investigate this part any further. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs100 intra-aortic balloon pump (iabp) unit failed because of screen/display black. No patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.